Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was receiving bupivacaine (30 mg/ml at 27.88 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a refill on (B)(6) 2022 and it was confirmed that the expected reservoir volume was 4.5 ml, however, the actual reservoir volume pulled was 13 ml. The rep confirmed that the refill went as expected with no other issues (no issues with pump according to logs). The rep reported being with the patient and checking the logs since the hcp had questions about patient's ptm denying them boluses and if that would be related to the volume discrepancy. The rep reported that according to the logs the patient had been getting their boluses confirmed with the 88's. The rep reported there were a few instances where it showed an 89 followed by the 88. Technical services reviewed meaning of this and reviewed that it should not affect the actual and expected volume of the pump. The rep noted that the patient was implanted with two different pumps in (B)(6) and the one with the issue was on the right side. The rep confirmed that the patient had no clinical differences/deficiencies. No symptoms/patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the volume discrepancy had not been determined. It was noted that because of the rare nature of how the pumps were implanted, the hcp did not feel comfortable performing any type of diagnostic tests or procedures. It was theorized that there could be intermittent kinking of the catheter that could be cause the discrepancy, but the only suggestion the hcp could give the patient was to go back to brazil to see their implanting physician for any actions/interventions requiring more than a refill procedure. There were no known external, environmental, or patient factors that may have caused or contributed to the volume discrepancy. It was suspected that the ptm (personal therapy manager) denying boluses was a telemetry delay. The actions/interventions taken regarding the ptm issue was patient education.